Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope. A field representative requested that technical services review strips displaying ventricular tachycardia.